Manufacturer narrative:
Method - materials and chemistry evaluation. Results - degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit was reviewed for the past 6 months ((B)(4) 2015) and trending was not exceeded. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited a mist. The reason for return of the catalytic converter was confirmed. The oil mist filter and vacuum pump oil were not returned for functional testing. The assignable cause of the odor/smells is the catalytic converter, oil mist filter, and vacuum pump oil . The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(4) 2015.

Event description:
A customer reported an event of an odor emitting from the sterrad nx sterilizer. There was no report of injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.